Event description:
Reporter stated customer tested on the mobile system and obtained a result of 170 mg/dl. Based on this result, the customer administered 12 units of rapid insulin. Approximately 10-15 minutes later, customer passed out. It is not known how long customer was passed out. Customer's daughter found her and drove her to the hospital. It is not known how long customer was in the hospital. Customer could not remember what treatment was received. Customer has since recovered and is feeling "good." . The manufacturer requested return of suspect product for evaluation; however, the suspect strips are no longer available.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.